Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued: e1: zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph (s) for the device related to the reported event of rupture was requested march 13, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced with a non-abbvie device.